Event description:
It was reported that on (B)(6) 2026 the 2.5x23mm xience skypoint stent was implanted in left anterior descending (lad) artery; however, on (B)(6) 2026 the patient experienced ventricular fibrillation (vf) and was transported to the hospital. An impella device was inserted. Subacute stent thrombosis (sat) was noted; therefore, balloon dilatation was performed, followed by drug-coated balloon (dcb) treatment to complete the procedure. The patient is reported to be in stable condition. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI number is not known as the part and lot number were not provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect(s) of thrombosis/ thrombus and ventricular fibrillation are listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.